Event description:
It has been reported to philips that the machine did not turn on. The system was getting struck at timer 00:00. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified a potential software issue. The sib has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse performed the trouble shooting and found that the potential software issue in sib due to which sib(system interface board) was not functioning. The fse replaced the sib board and loaded software. After the replacement of sib board and software installation, the system was returned to good working condition. The codes were updated based on the investigation outcome evaluation method code were corrected.